Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced jagged curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2 / flu a+b. The following information was provided by the initial reporter, translated from german: "appearance of non-smooth curves for patients launched on the bd max flu-covid test."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unusual plot/curves". Customer reported that they have received non-smooth curves. Application specialist requested run files and database. After multiple attempt, application specialist did not received the requested files and database and the case was closed. Review of device history record for instrument serial number, ct0738 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 08feb2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct0738 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information regarding the issue were present. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced jagged curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2 / flu a+b. The following information was provided by the initial reporter, translated from german: "appearance of non-smooth curves for patients launched on the bd max flu-covid test."